Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed loss of prime warning associated with zero and low non-zero force. The pump was exercised for 24 hours without duplication of loss of prime. The force sensor was evaluated and found to be within required specifications. There were no defects, damage or contamination of the pump¿s internal components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).